Manufacturer narrative:
According to the instructions for use (IFU) for the novasure endometrial ablation device, co2 continuously flows from the time the disposable device is plugged in until the cia portion of the procedure is complete. To minimize the duration of co2 flow and potential risk for embolism, the seating procedure should be performed immediately after inserting the disposable device and the cia should be performed directly after seating the device. Model, catalog, lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
This event was received via medwatch form mw5089322. It was reported that on (B)(6) 2019, an endometrial ablation was attempted on the patient for menorrhagia. During the cavity integrity assessment the patient developed severe hypotension and elevation in co2 level consistent with co2 air embolism. No additional details available.